Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Troubleshooting could not be completed because customer used insulin pen instead of vial to fill cartridge. Customer was advised to consult healthcare provider and no further actions were taken by technical support.